Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and based on the damage pattern, the damage was likely thermally and mechanically induced via wear/tear or excessive force. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The resection sheath, 24 fr. Exhibited a scraped ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.